Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation. Add'l info - (us) otc device.

Event description:
Neuropathy [neuropathy peripheral]; numbness all over [hypoaesthesia]; burning all over [burning sensation]; pins & needles [paraesthesia]. Case description: a regulatory authority rep reported that an adult consumer, age and gender unspecified, used fixodent denture adhesive. Version unk cream concurrently with poligrip 1 application; 4/day as denture adhesive beginning in 1994 to present 2009 and reported the following: developed numbness in feet beginning 1999 that progressed to other parts of their body, along with burning sensation, pins & needles all over, neuropathy. Treatment: surgery, second one in 2009. The case outcome was not recovered/not resolved. No further info was provided.